Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis it was reported that there were no anomalies found, and the helix/lobe mechanism was distorted/bent. The full lead was returned for analysis.

Event description:
It was reported that there was difficulty extending/retracting the lead helix. It was also reported that when the helix did extended, there was high impedance noted. After explanted the helix would not re-extend. The lead was explanted and replaced. No patient complications were reported as a result of this event.